Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-06880. It was reported that the patient's leads had migrated, which was confirmed through imaging. Surgical intervention took place where the ipg and leads were explanted and replaced to address the issue. The ipg was electively replaced. Effective stimulation was restored.